Event description:
It was reported that during a routine visit, this right ventricular (rv) lead was observed by the health care professional (hcp) to exhibit high out of range shock impedances. Technical services (ts) reviewed the stored impedance trend data and recommended for a defibrillation threshold (dft) test to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.